Manufacturer narrative:
(B)(6). One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its pre t2 deployment position indicating a deployment of t1 and pre-deployment of t2. The ts and suture are free from the needle. Ts and suture were returned. Assessment of the construct showed t1 is missing a small piece of its distal end. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. (B)(6).

Event description:
Simultaneous deployment two ts were both released together when surgeon stimulated soft tissue anchor device to push. Additional information received on 30 jul. 2015 indicated that this did not occur after being pushed through the tissue. The implants were able to be removed by the surgeon; neither of the implants remain in the patient unsupported. The procedure was able to be completed with another soft tissue anchor device from the same lot. This was a medial red area meniscus suture procedure using a contralateral approach. The patient was okay post procedure.